Event description:
During a rotator cuff repair procedure utilizing a truepass needle, single pack, sterile bx 5 with a truepass suture passer, self-capture, it was reported that the needle broke. The broken needle was discovered after the completed procedure. An x-ray taken by the surgeon at the follow up appointment confirmed that the needle tip was inside the patient. There were no reports of patient injuries or complications.

Manufacturer narrative:
Device evaluation: one truepass self-capture suture passer and one truepass needle were returned for evaluation. A review of the returned needle confirms the distal tip of the needle has broken off. The remaining portion of the needle has a significant amount of bend. The returned portion of needle was measured in thickness and width and confirmed to be within specification. The weld is intact and the remaining portion of the needle tip shows evidence of duraglide over the required length. It appears that the tip of the needle was over bent at the tip which caused the needle breakage. In an effort to determine if the truepass self-capture suture passer contributed to the breakage the returned device was actuated with a new needle in excess of 50 times through simulated cuff and then again with a second needle. The device functioned as expected with no observed anomalies and no needle breakage. No root cause related to the manufacture of the product can be determined. No further investigation is warranted at this time. (B)(4).